Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer did not observe drops of insulin during the fill tubing step. Customer's blood glucose was 145 mg/dl. Reportedly, the customer changed out all supplies and resumed insulin delivery.